Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. 624840) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "trouble placing one coil" and device physical property issue "isthmic tubal segments were slightly distorted". The patient's past medical history included c-section. Concurrent conditions included nausea, bloating and visual disturbances. In february 2008, the patient had essure inserted. In march 2008, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"). In may 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse"), dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal"), migraine ("migraines"), headache ("headaches"), back pain ("lower back pain"), musculoskeletal pain ("upper shoulder pain"), vaginal discharge ("vaginal discharge"), weight decreased ("weight loss") and fallopian tube enlargement ("fallopian tube was mildly enlarged and hard containing an essure device"). The patient was treated with surgery ((B)(6) 2014-surgical removal of coils-she underwent a procedure to remove essure device.). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, vaginal haemorrhage, menorrhagia, migraine, headache, back pain, musculoskeletal pain, vaginal discharge, weight decreased and fallopian tube enlargement outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fallopian tube enlargement, headache, menorrhagia, migraine, musculoskeletal pain, pelvic pain, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in april 2008: one tube blocked, one open most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and mr were received - reporter and patient demographic added. The following events were provided: migraines, headaches, lower back pain, upper shoulder pain, vaginal discharge, weight loss,abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fallopian tube enlargement, device insertion difficult, device shape alteration. Lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. 624840) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "trouble placing one coil" and device physical property issue "isthmic tubal segments were slightly distorted". The patient's past medical history included c-section. Concurrent conditions included nausea, bloating and visual disturbances. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse"), dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal"), migraine ("migraines"), headache ("headaches"), back pain ("lower back pain"), musculoskeletal pain ("upper shoulder pain"), vaginal discharge ("vaginal discharge"), weight decreased ("weight loss") and fallopian tube enlargement ("fallopian tube was mildly enlarged and hard containing an essure device"). The patient was treated with surgery ((B)(6) 2014-surgical removal of coils-she underwent a procedure to remove essure device.). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, migraine and headache was resolving, the dyspareunia, dysmenorrhoea, abdominal pain, back pain, musculoskeletal pain, vaginal discharge, weight decreased and fallopian tube enlargement outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fallopian tube enlargement, headache, menorrhagia, migraine, musculoskeletal pain, pelvic pain, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: one tube blocked, one open. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2018: quality safety evaluation of product technical complaint. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. 624840) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "trouble placing one coil" and device physical property issue "isthmic tubal segments were slightly distorted". The patient's past medical history included c-section. Concurrent conditions included nausea, bloating and visual disturbances. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse"), dysmenorrhoea ("painful menstural cycles/dysmenorrhea (cramping"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal"), migraine ("migraines"), headache ("headaches"), back pain ("lower back pain"), musculoskeletal pain ("upper shoulder pain"), vaginal discharge ("vaginal discharge"), weight decreased ("weight loss") and fallopian tube enlargement ("fallopian tube was mildly enlarged and hard containing an essure device"). The patient was treated with surgery ((B)(6) 2014-surgical removal of coils-she underwent a procedure to remove essure device.). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, migraine and headache was resolving, the dyspareunia, dysmenorrhoea, abdominal pain, back pain, musculoskeletal pain, vaginal discharge, weight decreased and fallopian tube enlargement outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fallopian tube enlargement, headache, menorrhagia, migraine, musculoskeletal pain, pelvic pain, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: one tube blocked, one open . Most recent follow-up information incorporated above includes: on 24-jul-2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and events pelvic pain, migraines, headache were recovering and abnormal bleeding (vaginal), menorrhagia were resolved. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 29-year-old female patient who had essure (batch no. 624840) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "isthmic tubal segments were slightly distorted" on (B)(6) 2014, device difficult to use "trouble placing one coil" and device ineffective "failure to occlude (close) fallopian tube(s)". The patient's past medical history included c-section. Concurrent conditions included nausea, bloating and visual disturbances. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2008, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse"), dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and weight decreased ("weight loss"). On (B)(6) 2014, the patient experienced fallopian tube enlargement ("fallopian tube was mildly enlarged and hard containing an essure device"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), migraine ("migraines"), headache ("headaches"), back pain ("lower back pain") and musculoskeletal pain ("upper shoulder pain"). The patient was treated with surgery ((B)(6) 2014 -surgical removal of coils-she underwent a procedure to remove essure device.). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, migraine and headache was resolving, the dyspareunia, dysmenorrhoea, abdominal pain, back pain, musculoskeletal pain, vaginal discharge, weight decreased and fallopian tube enlargement outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fallopian tube enlargement, headache, menorrhagia, migraine, musculoskeletal pain, pelvic pain, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: current weight 140 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: one tube blocked, one open. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-nov-2018: pfs received patient demographics and onset date of event were added. New event added: failure to occlude (close) fallopian tube(s). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), dysmenorrhoea ("painful menstural cycles"), abdominal pain ("abdominal pain") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (she underwent a procedure to remove essure device). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, pelvic pain and vaginal haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.